Event description:
This is a spontaneous report by a nurse from (B)(6) of a solution changing technique (coded to peritoneal dialysis complication) and fungal peritonitis with (B)(6) in a patient (age not reported) coincident with peritoneal dialysis (pd) therapy. On an unknown date, a solution changing technique occurred. On (B)(6) 2010 the patient was diagnosed with fungal peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. The patient was discharged from the hospital on (B)(6) 2010. Outcome for the solution changing technique (coded to peritoneal dialysis complication) was unknown and it was not reported whether the patient was retrained in aseptic technique. The nurse reported that the patient recovered from the peritonitis (date unreported). It was unknown if pd therapy was ongoing. The reporter believed that the fungal peritonitis was not related to the pd therapy. No causality statement was given for solution changing technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.